Event description:
It was reported that pump displayed malfunction alarm for motor with Malf 9 code, and customer contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.